Event description:
A nurse reported that the patient experienced poor vision following intraocular lens (iol) implantation. It was reported that the implanted lens was defective. An explant procedure has been planned, with implantation of an anterior chamber intraocular lens (atiol). According to the additional information received, the lens was removed and replaced with an advanced technology intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was reported as refractive miss, suspected defect of iol and poor best corrected visual acuity.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).